Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. Additionally, it is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient had a bard/davol ventrio hernia patch, reference number 0010215, lot number hutc0115 implanted to repair an incisional hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio is defective.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. Additionally, it is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about several years post-implant of ventrio mesh, patient was diagnosed with fistula, bowel perforation, hernia, cellulitis, adhesion, infected and green discoloration of mesh, abdominal pain thereby underwent repair with explant of mesh. The instructions-for-use supplied with the device lists adhesion and fistula as possible complications. In regard to the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. Unresolved infection may require removal of the device." Corrected field: h4 (manufacturing date). This supplemental emdr is submitted to represents ventrio mesh (device #1). An additional emdr is submitted to represent ventrio st mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient had a bard/davol ventrio hernia patch, reference number: 0010215, lot number: hutc0115 implanted to repair an incisional hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio is defective. Addendum per additional information provided: on (B)(6) 2010: patient with the history of primary hernia repair developed recurrent incisional hernia and underwent open repair with the implant of ventrio patch (device #1). Per operative notes, "the hernia sac and adhesions of the small bowel to the anterior abdomen were taken down. A medium oval ventrio patch (device #1) was trifolded, placed in the mid portion of the defect and secured to the anterior abdominal wall, posterior sheath and peritoneum using tackers". On (B)(6) 2010: during post op visit patient had a suture protruding through the upper end of the wound which was removed with forceps. On (B)(6) 2015: during hospital visit, patient had a slight pain in the right lower quadrant of the abdomen. On examination, the patient had a midline scar skirting the umbilicus to the right but there was no recurrence. On (B)(6) 2015: during visit patient had a periumbilical abdominal pain and recently noted with some redness of the skin to the right umbilicus which has improved. On examination, the patient had some mild diastasis of central abdomen and mild cellulitis just to the right and above umbilicus. There was some induration in this region. On (B)(6) 2016: patient returns for an abdominal check during which patient¿s midline wound opened and drained. Erythema is resolved and continues to have a drainage sinus in the supraumbilical midline. On (B)(6) 2016: patient was diagnosed with infected mesh, fistula and adhesions thereby underwent removal of mesh (device #1) and repair of the recurrent hernia defect. Per operative notes, ¿there was tan cloudy fluid drainage through the fascia. The small bowel was plastered to the mesh in a couple of places and were taken down. The mesh (device #1) was then completely separated from the abdominal wall and dissected off along with small bowel adhesions. There was green discoloration and thickened bowel noted to have holes in 2 places. Two limited partial small bowel resections were done. 3 areas of serosal defect were closed. A piece of biological mesh was bought into the field and sutured.¿ on (B)(6) 2016: during follow up visits for wound check, patient had some slight erythema to the left of the lower wound. The granulation was opened, some necrotic fat debrided and started on antibiotics. On (B)(6) 2016: during visit patient was noted to have some bulging to the right of midline. On examination, a widened scar with reducible hernia was identified. On (B)(6) 2016: patient underwent open recurrent incisional hernia repair with implant of ventrio st mesh (device #2). Per operative notes, "the hernia sac was dissected free of surrounding tissue back to the defect. The adherent old biological mesh was dissected. There was bowel beneath old biological mesh and adherent to the lateral aspects. It was decided this to stay above the posterior rectus sheath. A ventrio st patch (device #2) was brought into the field and placed into the retrorectus space with the mesh side anteriorly using sutures.¿ on (B)(6) 2016: patient had multiple follow-up visits, during which the patient had drainage from upper wound erythema, mesh infection, exposure of deep mesh and seroma which was treated with wound management and placement of wound vac. On (B)(6) 2016: patient was diagnosed with infected synthetic mesenteric thereby underwent open exploratory laparotomy with excision of infected mesh (device #2). Per operative notes, "the drainage sinus, infected skin, subcutaneous tissue, as well as the muscle was excised and eventually the infected synthetic mesh (ventrio st (device #2)). The omental adhesions to the anterior abdominal wall and small bowel adhesions were lysed. The small bowel was dissected free from the undersurface of the mesh sharply. A biologic graft was selected, placed in an underlay fashion and sutured circumferentially. Attorney alleges that the patient had abscess, adhesions, bowel removal, fistulae, infection, pain, hernia recurrence and emotional injuries.